Event description:
Procedure performed: unk. Event description: the event date is unknown. Event occurred in mid to late (B)(6). Jaws would not close when handle was actuated. Surgeon used a [competitor] device to complete the case. No patient injury occurred. Product is not returning. Additional information received on 16sep2022 via phone call from account manager ii surgeon clarified that the case did not involve the jaws not closing. During the case, the surgeon created a seal with hand device and bleeding was noted. The surgeon thought bleeding was controlled with additional activations. Post-op, the patient was bleeding and brought back into surgery. Surgical team performed midline incision to control the bleeding. Patient was fine. No injuries were reported. Type of intervention: surgical team performed midline incision to control the bleeding. Patient status: patient was fine. No injuries were reported.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the post-operative bleeding was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction to section g3: update manufacturer receipt date from 18aug2022 to 16sep2022.

Event description:
Procedure performed: unk. Event description: the event date is unknown. Event occurred in mid to late july. Jaws would not close when handle was actuated. Surgeon used a [competitor] device to complete the case. No patient injury occurred. Product is not returning. Additional information received on 16sep2022 via phone call from account manager ii surgeon clarified that the case did not involve the jaws not closing. During the case, the surgeon created a seal with hand device and bleeding was noted. The surgeon thought bleeding was controlled with additional activations. Post-op, the patient was bleeding and brought back into surgery. Surgical team performed midline incision to control the bleeding. Patient was fine. No injuries were reported. Additional information received on 26sep2022 via email from account manager: unknown if sealed tissue presented any vascular pathology. Type of intervention: surgical team performed midline incision to control the bleeding. Patient status: patient was fine. No injuries were reported.